Event description:
A cartridge change error was reported with the pump. It was verified that there was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through several troubleshooting steps, including inspecting parts of the pump and cleaning necessary areas. Initially, the customer was unable to load a new cartridge, but after further assistance, they successfully completed the loading process and resumed insulin therapy.